Event description:
1.5" laceration due to 3-point mayfield suddenly losing traction during surgery. Mayfield was adjusted after shift was felt during surgery back to 60, but at end of surgery, pressure was lost once again. Injury to left lateral head. Treatment with 4 staples. Sent back to manufacturer for servicing. Doro 3-point skull clamp model x parts l 3003-009, 3003-009-171, 3003-009-015.